Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the positive lock bolt fractured off of the device and was not returned. The crimp ring that contains the fractured bolt was also not returned. The device was manufactured in 2012 and exhibits signs of extensive wear/ usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The clinical/ medical team concluded that the x-ray provided confirms the broken screw posterior to the insert. The requested clinical information, primary and the revision report were not provided for inclusion in this investigation. However, based solely on the product evaluation and the device¿s age the root cause of the broken screw was likely due to wear/usage. Per report the screw was removed and no further harm is being alleged to the patient beyond the revision and the post-operative pain. Therefore, no further clinical/medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed to remove a screw that was left in patient when removing a loose impactor.